Event description:
This brand/model pca pump uses a pt operated "bolus cord" (i.e. The button the pt pushes to self-administer a bolus of pain medication). The cord plugs into the plugs into the pump with a "mini-phone plug" type connector as the used on portable "walkman" tape or cd players. Thus, the connector on the pump is an inexpensive consumer grade connector which is quite easily dislodged when new, and after a very short time becomes worn to the point where the connector simply falls out if the pump is shaken or the pt turns over in the bed. The pump was reportedly not responding to the pt's efforts in pushing the button to call for pain medication. Investigation revealed that the dose cord connector was worn to the point where the connection is dislodged easily by the slightest motion of the pt or pump itself. This design shortcoming could easily and frequently lead to ineffective pain control for pt.